Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer had been experiencing high blood glucose all weekend. The customer would receive a no delivery alarm when they try to bolus. They also received a no delivery alarm during the reservoir and tubing process. The customer had the insulin pump checked at the hospital. The settings were correct. The customer had used several new reservoirs and tubings but they would still receive a no delivery. The customer's blood glucose level was 16 mmol/l. The customer was currently off the insulin pump and had reverted to their back-up plan. The customer treated the high blood glucose with injections. The customer was advised that the device would be replaced and agreed to return the product for analysis.